Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Multiple cases have been performed successfully since this issue was reported. The incident has not repeated. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that while preparing for a functional endoscopic sinus surgery (fess) case, while the patient was present, the navigation system rebooted itself. There was no impact on patient outcome due to this issue and no delay to the procedure.